Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: on investigation, the alleged button tactile issue was duplicated. The pump powered up to the display with auditory and vibratory features. The keypad cover was intact while the contrast button unresponsive. Removal of the keypad cover found contamination under the contrast button contact. Unrelated to the complaint, the investigation found that the display was dim with pinkish contrast and the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. Reportedly, the 'up' arrow button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.